Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient underwent a thrombin injection sonographically guided in the left groin for post-interventional aneurysm spurium wherein floseal was applied in the left groin, subfascial in the area of postoperative bleeding, and sonographically controlled with a cannula. The product was reported to be prepared according to the written instructions in the package; however, only thrombin was used. Excess floseal/thrombin was not irrigated away from the area. Immediately after injection, the patient started to develop symptoms of ¿burning leg,¿ warm sensation in the whole body, dyspnea (lung failure), cardiac arrest, and anaphylactic shock. The patient had to be resuscitated and intubated. The patient suffered hypoxic brain damage from the resuscitation. Floseal was displayed sonographically and achieved hemostasis. No other medicines/biologics were used during surgery, and a blood transfusion was not required. Postoperatively (postop) the patient was sent to the intensive care unit for an undisclosed amount of time. At the time of this report, had not recovered and had been transferred to a neurological rehabilitation center. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: should additional relevant information become available, a supplemental report will be submitted.